Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up and the device was over-sensing post-paced t-waves. Oversensing was noted on stored egms. It was recommended that the device should be reprogramed. Device was left implanted.